Event description:
Information was received from a consumer through a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient's device was not functioning and the patient hasn't charged the device in over 2 months, likely never charged since the implant. Patient has an appointment with the physician on (B)(6) 2017 to perform a prm if necessary. Additional information was received reporting the patient was unsure of how to charge and did not mention any difficulty to the physician or the manufacturer representative. The device is reported to be overdischarged with no communication with the physician programmer, patient programmer or the recharger. Prm was performed and the battery was converted. The device was charged to a sufficient level to clear por. Patient was instructed to charge the device to 100%. Information was received from a consumer and a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient last charged and felt stimulation about 6-8 weeks ago and saw their manufacturer's representative (rep) the day previous and pulled that patient out of overdischarge. The patient stated that since they had gotten home from the office they have not been able to charge the device. The patient tried to connect during the call but they got the poor communication screen. The patient then reported that it was also hard for the rep to connect with the implant because it " kept moving in the body, and has been this way since implant." The patient stated that they had an infection a week to 10 days later ((B)(6) 2016). Patient services asked if the healthcare provider (hcp) addressed the ins moving when they saw them the day prior to the report. The patient stated that the hcp took an x-ray and they thought it was backwards but it isn't, as the hcp stated it was not backwards, but there are lots of wires from previous surgeries. The patient notified the manufacturer that they could not charge the battery after leaving the clinic and having the device reset on (B)(6) 2017. The patient stated that they were unable to achieve communication with the patient programmer and the recharger. There is no plan for troubleshooting at this time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer on 2017-03-31 reporting that the infection came on about 8 days after the system was implanted. The patient had extreme pain and fever. Strong antibiotics were taken. It was reported that they tried to move it around to get communication but it would not stay there. It was reported that the device seemed to be wrapped with black wire but that the consumer stated that they did not completely understand it. It was reported that the issues had not resolved. The health care professional (hcp) told the patient that it needed to be replaced. The patient would have to go into surgery again. It was reported that ¿if that¿s the case¿ the patient wanted to go back to the original battery that did not need charging. The patient had that one (a non-rechargeable battery) since 1991 and never had a problem. It was noted that the battery had been replaced several times.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a manufacturer representative on (B)(6) 2017 that the implantable neurostimulator (ins) was replaced on the day of the call due to an issue charging the ins caused by the ins location which led to the battery becoming overdischarged. The ins was pulled out of overdischarge once but then the ins went back into overdischarge. The decision was therefore made to remove the ins and install a primary cell battery. No troubleshooting was taken as it was replaced. These issues started in january or february 2017. The patient wanted cycling added to their primary cell device programming because they liked how it felt. Using the following settings and longevity chart cycling was not recommended: following data: 2.0v, 390pw, 30hz 483 ohms, 0-3+ electrodes, used 24 hrs/day. Aeu value = 36 or 46. It was reported that the patient was not worried about longevity and really liked how the cycling settings felt. Longevity showed 92 months. No further complications were reported. Additional information was received on 2017-06-19 providing patient and device information. The patient weight was unknown and would not be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.